Event description:
It was reported by the user facility that the saline bag was filling during recirculation. The machine was removed from service. Attempts for add'l info were made and was unable to obtain follow up info.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The saline bag issue investigated but could not be duplicated. No problem was found with received parts ari separator assembly, sensor board, flow relief valve #78 and quick disconnect during simulated tests and troubleshooting. The reported symptom of saline bag filling was not confirmed. An investigation of the device mfg records was conducted by the mfg. There were no deviations or non conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.